Event description:
Procedure: overectomy. Reportedly, 24 hrs after the procedure, the pt developed internal bleeding. The pt require emergent reoperation to secure the ovarian pedicle. According to the report, there were no problems note during application of the staples during the 1st surgery.